Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and potassium (k) results generated by the unicel dxc 800 pro synchron clinical system. The results were reported out of the lab. The physician questioned the results. The samples were repeated and the amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples were drawn in greiner serum and plasma tubes. The ise qc samples are routinely run every 8 hours. Prior to each event, ise qc results were within the lab's established ranges. A field service engineer (fse) decontaminated the ise system and replaced multiple parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.